Event description:
It was reported that during a coronary interventional treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 99% stenosed lesion being treated was located in the severely calcified and severely tortuous mid to distal right coronary artery. The 3.0x20mm nc quantum apex monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 18 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) balloon catheter was received for analysis with no original packaging or other devices. There was blood and contrast in the hub, wire lumen and balloon. A longitudinal tear was found in the center of the balloon material measuring 12mm. Inspection of the balloon presented no irregularities in the balloon material that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).